Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Additionally, the alleged unexpected reset issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose level was 133 mg/dl. Reportedly, customer continued using pump for insulin therapy.